Event description:
It was reported that the lead perforated the heart, and as result, the lead was explanted.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.